Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin result for one patient sample tested on the cobas 6000 e 601 module. The specific assay was requested but not provided. It is unknown if the initial result was reported outside of the laboratory. The initial result was 26 ng/l (positive). The repeat result was <10 ng/l. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
In MFR report ref #1823260-2022-01922-00, b5 - describe event or problem should have been: "the initial reporter received a questionable elecsys troponin t hs assay result for one patient sample tested on the cobas 6000 e 601 module. The initial result was not reported outside of the laboratory. The initial result was 26 ng/l (positive). The first repeat result was <10 ng/l. The second repeat result after recentrifugation was <10 ng/l. The reagent lot number and the expiration date were requested but not provided.". Instead of: "the initial reporter received a questionable troponin result for one patient sample tested on the cobas 6000 e 601 module. The specific assay was requested but not provided. It is unknown if the initial result was reported outside of the laboratory. The initial result was 26 ng/l (positive). The repeat result was <10 ng/l. The reagent lot number and the expiration date were requested but not provided." Additional investigation findings: the 03-jun-2022 calibration showed that signal counts for calibrators 1 and 2 were below the expected ranges. The third-party qc results were within the specified ranges.

Manufacturer narrative:
The laboratory management software showed sample quality alarms. This indicates an issue with the workflow within the sample preparation in the pre-analytic phase. The investigation determined that the issue was caused by poor sample quality.